Event description:
Returned dacapo power pack showed housing with electrolyte leakage. However, neither pt contact to battery chemistry not any injuries were reported.

Manufacturer narrative:
The device was returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.